Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate the reported event. Unrelated to the reported event, the ultrasound component was replaced as a preventative measure (pm). The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was received and a visual assessment of the returned phaco handpiece found no visual nonconformity. The phaco handpiece was connected to a calibrated cataract system. A system message (sm) [tune failed ¿ loose tip] displayed when the handpiece attempted tuning. No further functional testing could be performed. Disassembling the handpiece revealed moisture ingress within the electrode chamber. Unrelated to the reported event, testing found moisture ingress to cause a short circuit from the high electrode to ground and cause sm [tune failed ¿ loose tip] to display. The customer complaint of hot handpiece was not confirmed. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, torsional could not be performed and the value remained at 0. At this time, the phaco handpiece became hot. The case was completed using a back up system. There was no patient harm.